Manufacturer narrative:
G4: 19jun2020, b4: 22jun2020. After further investigation, the market representative confirmed that there was no allegation of touchscreen malfunction or failure. The touchscreen was replaced per the recall number z-1152-2020 & z-1153-2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22-may-2020.

Event description:
The customer reported the inability to use the display. There was no patient involvement.